Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the transcatheter aortic valve replacement procedure, a leak was noted from the hemostasis valve of the introducer. A blood transfusion was required to stabilize the patient.